Event description:
It was reported that the pump touchscreen was unresponsive and timed out faster than expected. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.